Event description:
The customer reported that the ventilator had a data acquisition pcba adc reference failure. A data acquisition pcba adc reference failure during normal ventilation operation may result in a vent inop condition. A vent inop will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was in use on a patient and there was no patient harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support engineer (pse) for assistance. Pse advised the biomedical engineer perform a voltage check which reported to check ok. Pse advised the biomedical engineer evaluate the data acquisition pcb to motor controller pcb cable. The biomedical engineer reported when the ventilator was started up it went vent inop due to pressure sensors failure. Pse advised the biomedical engineer to replace the data acquisition pcb to motor controller pcb cable. Multiple attempts were made to contact customer for additional information with no response received.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service. No information available from customer.